Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the multi-out power supply was found to not be functional. To restore functionality, the unit was replaced. The system then passed the system checkout and was found to be fully functional. The power supply was returned to the manufacturer for evaluation. Testing found that the power supply housing had multiple opens on components on the power control board. It was noted that only one port on the unit had an output. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9733619, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that before a clinical case the site had their navigation system in the room when they went to register their instruments the system had completely shutdown and the site was unable to use that system. The site had went and grabbed another navigation system to proceed with the case. No patient was present yet. There was a 10 min delay in the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the system was plugged in at the time of the issue.